Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection showed there were no scratches on the part of the lens that was returned. The lens was cut in half with only one half of the lens returned; it appears to have evidence of viscoelastic on it. This is a condition of a lens that has been removed from the eye. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). Placeholder.

Event description:
It was reported that an intraocular lens was implanted. During the implantation it was noted that the lens did not insert properly. Once in the eye it was noted that the lens appeared to be scratched. To remove the lens the incision had to be enlarged, the lens cut out and sutures used to close the incision. Another lens was inserted during the same procedure.